Event description:
The customer reported that vials of obt348 are discolored and giving prolonge clotting times. If quality control testing is not properly performed prior to using a discolored vial of obt348 to test patient sample, erroneous pt clotting times and/or inr values may be reported. This corresponds to ortho-clinical diagnostics complaint number, 98-01487-03